Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set leaked. This occurred during the priming step of peritoneal dialysis therapy. The patient stated that ¿the leak might have come from the top of the patient line or from the side of the patient line¿. The exact location of the leak could not be specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Upon visual inspection of the samples, a warped cassette was observed. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.